Event description:
It was reported that the surgeon was unable to properly position an akreos ao60g iol in the pt's eye. The incision was enlarged to remove the lens, and a different lens model (li61aor) was implanted successfully.

Manufacturer narrative:
The lens has been returned to bausch and lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.